Event description:
It was reported, the pt was unable to charge his ipg, and no longer had stimulation. A replacement charger did not resolve the issue. Follow up identified the pt was unable to communicate with his programmer. It was reported surgical intervention may be undertaken at a later date ot address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.